Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media call that they were hospitalized due to insulin pump malfunction on (B)(6) 2022 with unknown blood glucose. No further information obtained. It was unknown whether the customer was using auto mode. The customer will continue to use the device.